Manufacturer narrative:
Additional information: d4 (serial #), g3, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, during set up prior to firing, the jaws would not close completely. As the tip was too open, the reload cannot pass through the trocar. The issue occurred on four reloads. Another reload from another lot number was used to complete the case. The surgical time was extended for 40 minutes due to the issue.

Manufacturer narrative:
D10 concomitant products: egia60amt egia 60 artic med thick sulu - egia60amt, lot# p4g0994 egia60amt egia 60 artic med thick sulu - egia60amt, lot# p4g0994 egia60amt egia 60 artic med thick sulu - egia60amt, lot# p4g0994 egia60amt egia 60 artic med thick sulu - egia60amt, lot# p4g0994 sig power sigadaptxl linear xl adapter - sigadaptxl, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.